Event description:
Rv unipolar lead impedance warning on (B)(6) 2021. Rv polarity switch on (B)(6) 2020. High rv threshold on (B)(6) 2021. Intermittent ventricular undersensing noted. Rv loss of capture noted on the episodes. Sensing issue: 2,668 shon v-v intervals since (B)(6) 2020." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).